Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot, expiration date) corrected: d4 primary UDI number if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h4. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: supplier ¿ fathom / inspected and packaged by: monument, manufacturing date: 18-dec-2019, expiration date: 01-dec-2029, part number: 03.404.027s, 15.5mm reamer head for ria 2-sterile, lot number: 26p3634 (sterile), lot quantity: (B)(4), nonconformance noted: n/a. Review of the DHR file: production order traveler met all inspection acceptance criteria. Packaging label logs (pll) lmd rev aa were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17029 supplied by sterigenics was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 8143p29. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: part number: 03.404m027, ria 2 reamer head 15.5mm, lot number: 6772012, lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming inspection, ns073690 rev a met all inspection acceptance criteria. Certification for heat treat supplied to fathom from vacu-braze inc. Dated 25-jun-2019 was reviewed and determined to be conforming. Certificate of analysis supplied by banner medical dated 27-mar-2019 met all acceptance criteria. Certificate of compliance supplied by mart two engineering dated 16-jul-2019 met all acceptance criteria. Material certification supplier by dunkirk specialty steel dated 27-nov-2018 met all acceptance criteria. Device history review : a manufacturing record evaluation was performed for the finished device with batch number. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that intraoperatively, the head of the ria broke off. The procedure was completed using another head without further complications. There were no patient consequences.